Event description:
Customer reported an overinfusion of nitroglycerine; the nurse had intended to start a bolus of normal saline for the patient's hypotension, but rather than programming the normal saline bolus, she programmed the nitroglycerine at 500 ml/hr instead. The nitroglycerine was intended to be running at 1.5 ml/hr, and the normal saline channel was running at 20 ml/hr. The nurse reported that she looked at the channel label on the pump and saw "IV fluids" and just increased the rate on that channel. The nitroglycerine was reported to have run at 500 ml/hr for about 2-3 minutes. The patient's blood pressure and oxygen saturation dropped due to the overinfusion of nitroglycerine. The infusion was stopped temporarily and a normal saline bolus was given. The nurse reported that about 30 minutes prior to the patient event, she received an (unspecified) error message on the pump. The nurse is not sure if she just restarted the channel or if she powered the system off and reprogrammed the system.

Manufacturer narrative:
(B)(4). Devices not received, log review only. The customer has requested an event log review. The event logs have been received and the eval is pending. A follow up report will be submitted with investigation results once the eval has been completed.